Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patients therapy wasn¿t working. The rep reported that after the patient encountered the oor message, they met with the patient and interrogated the ins with the clinician programmer on (B)(4) 2017. The rep reported after checking the ins with the clinician programmer, the patient programmer no longer showed the oor message. The rep reported then shifting the patients programming from contact 0 to contact 1, ended the session, and still did not see an oor on the patient programmer. The rep reported that two days after meeting with the patient, the patient called the rep and reported that they were having problems, stating they were tired, hurting, and felt that their dystonia was pulling worse. The patient went on to state that they wanted the programming put back to contact 0. The rep reported that the patient was reporting therapy issues, nothing about oor. The rep reported that they do not believe that the patient has seen an oor message since the initial time it occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that an out of regulation (oor) message was seen on the patient programmer the day before this report. The rep was able to navigate past the oor screen, but the oor reoccurred. The impedances were reportedly out of range, so it kept increasing the voltage automatically to retest. All impedances were between 980 and 2,032 ohms at 3 v. The patient was feeling agitated and wiggling, which is when they used the programmer to check the device and saw the oor message. An impedance check was performed with the patient in a different position and contact 0 was showing impedances greater than 40,000 ohms. The patient was programmed on 0, so the programming was changed from 0. Another impedance check was run and everything paired with contact 0 was 986 ohms. The patient was programmed in voltage mode: 2.4 and 2.5 v, pw 90 and 130 hz. The patient was getting symptom relief at the time of this report. No trauma had been suffered by the patient, but according to their doctor, they get very anxious. A modified barium swallow test was performed, but wasn¿t thought to be related. It was noted the programming would exclude contact 0 and the patient¿s doctor would be notified. No further complications are anticipated. The patient was implanted for unknown symptoms.